Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; date implanted - unknown; PMA/510(k) number; manufacture date ¿ unknown.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is being filed to relay an associated report as duplicate please reference MDR 1825034-2015-00656, patient identifier (B)(6).

Event description:
It was reported that patient underwent a total hip arthroplasty in 1995. Subsequently, patient was revised on (B)(6) 2015 due to poly wear.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent left hip arthroplasty procedure on an unknown date. Subsequently, patient was revised on (B)(6) 2015 due to poly wear.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient was revised approximately 20 years post-implantation due to wear of the polyethylene liner. During the procedure, a new liner was attempted in the existing cup, but there was not enough of the locking ring to gain fixation, so a smaller liner was used.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was not evaluated, but the reported event was confirmed through operative notes. Although the initial operative notes were not provided, the revision operative notes from (B)(6) 2015 state the patient had an initial biomet left hip arthroplasty approximately 15 years earlier. The indication for revision was due to polyethylene wear. The procedure was completed by implanting a new femoral head and polyethylene liner. The hip was found to be extremely stable with range of motion and the procedure was completed with no noted complications. An assessment of the x-rays was also performed: ¿left total hip arthroplasty components are present. The femoral stem position and alignment appear standard. The acetabular cup exhibits excessive lateral angle of inclination (approximately 66°). The femoral head component is eccentrically located within the acetabular cup superiorly, consistent with superior polyethylene liner wear or breakage. Radiolucent osteolytic lesions are present within the proximal femoral metaphysis medially and laterally associated with endosteal scalloping. Another osteolytic lesion is present at the proximal medial femoral shaft. These osteolytic lesions are consistent with particle disease. Periacetabular radiolucencies are most likely due to combination of stress shielding and metal artifact; however, cannot exclude osteolysis adjacent to the acetabular cup. There is no definite loosening of the prosthetic components. Bones are osteopenic. The radiologist impressions: excessive acetabular cup lateral angle of inclination is a risk factor for superior polyethylene liner wear, which is present in this case. Osteolytic lesions of the proximal femur are probably due to particle disease. Generalized osteopenia is demonstrated. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A review of the complaint history could not be conducted as the part and lot number of the device are unknown. A root cause was unable to be determined as the product could not be examined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent left hip arthroplasty procedure on an unknown date. A custom modular head component has been requested for this patient and an upcoming revision procedure has been indicated. The reason for the upcoming revision procedure is unknown.